Manufacturer narrative:
No patient information provided as no patient was involved in this event. Event problem and evaluation: on 7-dec-2015, a medtronic representative went to the site to test the equipment. The battery charger 1, battery charger 2, and motor battery charger boards were replaced. The imaging system passed the system checkout. The battery charger 1 (pcba) board was returned to the manufacturer for evaluation. Battery charger 1 board was bench tested and all outputs were within the acceptable range. Installed battery charger board in a similar system and it functioned as expected. No functional problem found; visually "fluxy." The battery charger 2 (pcba) was returned to the manufacturer for evaluation. Battery charger 2 pcba passed bench output testing on fixture. All outputs were within specified tolerance. Visually the board is in good condition, no leaking caps or warping noted. Installed pcba in a similar system and it functioned as expected. No problem found. The motor battery charger pcba was returned to the manufacturer for evaluation. Pcba passed bench output testing; all outputs were within the specified range. Installed motor battery charger board in o-arm system 267 and it functioned as expected, no battery errors or motion problems. During bench testing and installation a significant number of capacitors are leaking, and the pcb is warped. No functional problem found; leaking capacitors and warped pcb. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a previous planned maintenance, the imaging system's charger boards were nearing the higher ends of limit specifications, and needed to be replaced during current planned maintenance. There was no patient present when this issue was identified.